Manufacturer narrative:
(B)(4).

Event description:
The customer reported a loudspeaker failure.the device was not in clinical use and no patient harm was reported.

Event description:
The customer reported a loudspeaker failure. The device was not in clinical use and no patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.